Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the healthcare provider reported that the end-user was hospitalized with hyperglycemia while using the ilet. The end-user was admitted, treated in the hospital, and later resumed insulin therapy. The end-user was discharged without reported long-term effects.